Event description:
A malfunction was reported on the pump by the customer. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided information to reset the pump and assisted in doing so; after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.